Manufacturer narrative:
Product analysis: analysis was unable to confirm that there were areas of the screen that were unresponsive or that the programmer produced an error code. The display overlay was inspected and reseated to the circuit board assembly connection, the stylus was recalibrated, and the hard drive was reconfigured and software reloaded as preventative measures. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were some areas were the touch screen on the programmer did not respond. An error code was also noted. The programmer was returned for service. No patient complications have been reported as a result of this event.